Event description:
Following a catheter revision (see manufacturer's report #3007566237-2010-01456), the pt had pain around his back. In late (B) (6) 2010, the pt developed a prickly rash over the pump; had no appetite; and had severe pain wrapping around his midsection and across his back. The pt was admitted to the hospital. A bone scan and x-rays were taken; the results were not reported. It was noted that he pt had a concomitant illness; "ra and recurrent pleural effusion". The pt had no fever. The device system was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4) - no appetite.